Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that they change the battery and did so and the insulin pump did not come on. Insulin pump had crack around the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank display noted during testing. Device had cracked case corner of belt clip rails, cracked battery tube threads. The device p cap or test reservoir locks in place properly. (B)(4).